Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, high capture threshold and high, out-of-range pacing impedance was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead fracture. However, no known diagnostic imaging was conducted to confirm the alleged cause nor was the alleged cause confirmed during the lead revision procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of high pacing impedance, high capture threshold and lead fracture were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis showed during visual examination an external insulation abrasion breaching the optim sheath at the proximal region with intact silicone insulation beneath. The cause of the external insulation abrasion is consistent with friction to device can.